Event description:
It was reported that the device was used during an unknown procedure, the clips malformed. No patient consequences. Took another device to end procedure.

Manufacturer narrative:
Evaluation summary: based on the analysis findings, this event was changed to a malfunction. The instrument was received in good visual condition. Dried body fluids were found on the handle. The instrument was received with one clip in the jaws, which was removed to measure jaw width. The instrument was cycled and fired 9 scissored clips due to an inadequate interaction between the cam channel and jaw. The instrument locked out as intended.